Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump screen was cracked. Additionally, the customer mentioned that he was picked up by paramedics three times due to low blood glucose. The first time was in february and the customer was taken to the hospital; his blood glucose dropped too low for the meter to read. The second time occurred this week and the customer's blood glucose was 30 mg/dl, which was treated with a 50-unit shot. The third hospitalization also occurred this week; the customer was working in the yard and took a name. The patient's blood glucose was 284 mg/dl but when he woke up an hour later his blood glucose was too low to read. The customer's girlfriend called ems. The customer was treated with two shots, four sugar packets, and an IV. Last night the customer woke up with a blood glucose was 457 mg/dl. Troubleshooting for the high and low blood glucose was declined. No products were returned or replaced.